Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 5086mri implantable pacing lead 2013-(B)(6); rvdr01 implantable pulse generator 2013-(B)(6). (B)(4).

Event description:
It was reported that that patient had presyncope. Both the right atrial and right ventricular leads were found to be dislodged. Theleads were repositioned and remain in use. No further patient complications have been reported as a result of this event.